Manufacturer narrative:
The product has been requested to be returned, but has not been received. Note: this report is submitted based on the customer's initial reported issue. (B)(4).

Event description:
Customer reported when the alarm is in use with the nurse call cable, the nurse's station does not sound. Customer did not provide the date of event or patient information. No patient incident or injury was reported.